Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the event occurred in the patients right eye.

Manufacturer narrative:
Due to the new information provided in event. This record is not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating that the preloaded device originally reported is not a suspect product.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a fiber was found in the eye during a procedure. The fiber was removed during the initial case. This is one (1) of three (3) reports for this entity. Additional information has ben requested.